Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer received questionable elecsys ft3 results for multiple patient samples tested sequentially on the cobas e 801 module. Patient 1 initial result was >50 pmol/l and the repeat result was 5.57 pmol/l. Patient 2 initial result was >50 pmol/l and the repeat result was 4.90 pmol/l. Patient 3 initial result was >50 pmol/l and the repeat result was 4.67 pmol/l. Patient 4 initial result was >50 pmol/l and the repeat result was 5.97 pmol/l. Patient 5 initial result was >50 pmol/l and the repeat result was 3.69 pmol/l. Patient 6 initial result was >50 pmol/l and the repeat result was 5.97 pmol/l. Patient 7 initial result was 12.7 pmol/l and the repeat result was 3.83 pmol/l. Patient 8 initial result was >50 pmol/l and the repeat result was 3.43 pmol/l. Patient 9 initial result was >50 pmol/l and the repeat result was 3.43 pmol/l. Patient 10 initial result was 27.3 pmol/l and the repeat result was 4.61 pmol/l. Information concerning if any erroneous result was reported outside of the laboratory was requested, but it was unknown. There was no allegation of an adverse event. The reagent lot number and expiration date were requested but were not provided.

Manufacturer narrative:
The investigation ruled out a general issue with the signal generation. The issue has not reoccurred at the customer site. The investigation did not identify a product problem. The cause of the event could not be determined.